Manufacturer narrative:
Concomitant medical product(s): dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead triggered an alert for high superior vena cava (svc) impedances and some noise was seen on the rv coil to svc coil with motion and manipulation. The svc coil was programmed off and the lead remained in use. Approximately two weeks later, the rv lead alerted for a high rv defib impedance. The physician felt the a lead fracture was developing, and the lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.